Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported issues with the insulin pump. Customer states that they are trying to fill tubing. Customer states that the symptoms they are having is excessive thirst. Customer also states that they were receiving many alarms. The blood glucose reading is 336 mg/dl. Nothing further reported.